Event description:
Patient reported the buttons on the infusion device do not function correctly. She removed the battery in the run mode and was unable to confirm an error message. She also reported the infusion device programmed a quick bolus and changed menus without her touching the buttons. The infusion device was requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the up button is damaged due to handling with sharp objects. The buttons should not be actuated by using hard or sharp objects. Due to the leaky soft components, liquid entered the pump and damaged the electronics.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.